Event description:
During a surgery on (B)(6) 2012 for humeral nailing, a physician thought she was reaming the inside of the canal but instead, reamed the outside of it. When she realized the nail was not going into the canal, she pulled out the bal guide rod and nail and reinserted the nail correctly without incident. This is 1 of 1 report for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. However, the manufacturing documents were reviewed and no complaint related issues were found.